Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, after which the issue did not recur, and the customer was advised to continue using the pump and to contact support if the problem happened again.